Manufacturer narrative:
Qc data provided shows low recovery, but it is unknown if qc was run prior to or after the event.a field service engineer (fse) was dispatched and replaced the ratio pump and verified performance.root cause of this event is unknown.

Event description:
A customer contacted beckman coulter inc., (bci), stating that the unicel dxc 600 pro synchron clinical system generated false low sodium (na) and chloride (cl) results. These results were not reported out of the lab. When the low results were notice, the analyzer was recalibrated and samples were repeated with higher results. The repeated results were reported out of the lab. The results were requested, but the customer stated they had been discarded and were not available. Patient treatment was not affected.